Manufacturer narrative:
The reported field event of being unable to loosen the set screw was confirmed in the laboratory. Visual inspection identified silicone, septum material inside each set screw hex cavity. This material prevented full insertion of the torque driver in the hex cavity and resulted in difficulty loosening the set screw. The header was partially missing and it was not possible to test if the leads inserted and secured properly into the header.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during device replacement, the set screws could not be loosened. The physician cut the leads in order to replace the device. The patient&#38112;condition is fine after the event.